Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 24-sep-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving dilaudid (hydromorphone) 500 mg/ml for a total dose of 3 mcg/day via an implantable pump for non-malignant pain. It was reported there was a catheter kink. There was no factors that may have contributed or led to the event. It was noted that the hcp was unable to aspirate from the side port. During surgery they realized the catheter was kinked at the spinal incision. It was noted they unkinked the catheter and was able to get adequate flow from the catheter. It was noted that surgical intervention did occur. It was noted the issue was resolved, and the patient status at time of report was "alive-no injury." The patient's weight and medical history was unknown. The event date was asked, but unknown. No further complications were reported/anticipated.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2014 explanted: (B)(6) 2021 product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) reported the patient experienced a repeat kink. After cutting the catheter in the spinal area, there was active flow of csf(cerebrospinal fluid). Therefore, the hcp used an 8784 to replace pump segment and used a collet to reattach in spinal pocket. The new segment was re-tunneled with successful catheter port aspiration.